Event description:
A call to patient services was made on (B)(6) 2013 stating that this device was explanted on (B)(6) 2013. It was stated by the patient that the device went off 4 times so he decided to have it changed. There is no other information available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).